Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis on (B)(6) 2018 and was prescribed an antibiotic. She indicated that the replacement pump was working without issue, though she was also using a hospital-grade symphony pump to help increase her milk supply, and the mastitis was resolving. The device was returned without the customer's parts and accessories, but with the power supply; therefore, it was evaluated with a medela lab kit on 08/24/2018 and it passed suction and cycle specifications. However, it was noted in the evaluation that the customer's power supply was producing low output voltage. It is plausible that the customer's report of low suction could be attributable to the voltage issue with the power supply. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela (B)(4) that she was experiencing low suction with her pump in style starter breast pump and her breasts weren't being fully drained. She additionally alleged that she had been getting clogged ducts and had mastitis, but wasn't sure if it was because of the breast pump.